Manufacturer narrative:
Sorin group (B)(4) received a report that pieces of the upper jaw were worn off during the procedure. There was no report of pt injury. Sorin group (B)(4) has requested that the product be returned for eval. To date no product has been received. Investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group USA received a report that pieces of the upper jaw were worn off during the procedure. There was no report of pt injury.